Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that they are not feeling stim even after turning their setting all the way up and trying other groups. The patient stated that they checked both external devices and they indicate that the stim is on. It was noted that this occurred either last thursday or friday. The patient was recommended to follow up with their health care provider (hcp) for possible reprogramming. No further patient complications have been reported as a result of this event.